Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of discomfort/very painful, itching, swelling, and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "warnings: ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per table 1 and table 3: injection site responses by severity after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact. In addition, two reports of blurry vision after injection into the periorbital area were received from postmarket surveillance for juvéderm volbella® xc used outside of the united states. Reported treatment included anti-inflammatories. The outcomes for these two reports were either ongoing or unknown at time of last contact (see warnings section)."

Event description:
Patient reported they were injected with 2 syringes of juvéderm volbella® xc in the lips. Approximately "twelve weeks out," patient experienced "discomfort, itching, and swelling on the lips." Patient was treated with keflex and eventually switched to prednisone; nine days later, patient was treated with 2 vials of hylenex. Two days later, the patient "awoke to find the lip extremely swollen, red and it was very painful." All symptoms were located in the upper and lower lips. Patient was treated with 2 more rounds of hylenex which mildly improved the symptoms. Patient was also taking zyrtec and singulair with "zero benefit." Patient was concomitantly taking prozac at the time of injection. Symptoms are ongoing.

Event description:
Further follow up with the healthcare professional confirmed the symptoms were not related to the concomitant juvéderm voluma® xc injection because all symptoms occurred in the injection sites for the juvéderm volbella® xc injection. The concomitant juvéderm voluma® xc injection occurred in the right and left cheeks only. Healthcare professional is unsure if the event has led to permanent damage.

Manufacturer narrative:
The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Further follow up with the healthcare professional revealed the patient was also concomitantly injected with juvéderm voluma® xc. All injection locations for juvéderm volbella® xc were specified to be in the upper and lower lips. Redness and visible and palpable nodules also occurred on the same date as the ¿discomfort, itching, and swelling.¿ earliest treatments were corrected to reflect zyrtec and prednisone. Two days after the first round of hylenex, patient was given keflex and singulair. Five days later, patient was taken off of keflex and zyrtec and started on cefzil. It was noted patient felt pain during the hylenex injections. A third round of hylenex was given 4 days after the second round was given. Symptoms have ¿not completely resolved.¿ nodules still remain and are visible with lip pursing. This is the same event and the same patient reported under MDR ID #3005113652-2017-00169 ((B)(4)). This MDR is being submitted for the first suspected product, juvéderm volbella® xc.